Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the insert clamp alarm, confirming the reported condition. The cause of the insert clamp alarm was determined to be an out of calibration slide clamp sensor. To correct the condition, the slide clamp sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented an insert clamp alarm on channel 1. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.